Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a no delivery alarm when she was changing site and the reservoir got stuck. Customer's blood glucose was 579 mg/dl and the customer was not eating. Customer experienced nausea and heavy breathing due to high blood glucose. Customer had contacted her health care professionals regarding the unexplained high blood glucose. During troubleshooting, found no delivery alarm in alarm history. Customer was unable to complete troubleshooting because the tubing clamp was not available for high pressure testing. Customer was advised that the tubing clamp will be sent to the customer. Customer will not be returning the device for analysis.